Manufacturer narrative:
The root cause of delivery issue is determined to be patient condition because the pump was unable to pass through the vasculature due to resistance at the femoral artery.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: the instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk pci states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Event description:
It was reported that implantation of an impella cp was aborted due to inability to pass through the patient's vasculature. A new device was prepped for implantation. No patient harm was reported.